Event description:
It was reported that a user experienced a sensor pairing failure with an fsl3+ glucose sensor, which was resolved after rescanning and completing the sensor warmup and pairing process. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included troubleshooting and user education on proper pairing and warmup procedures. Investigation of this case revealed that the device operated as designed after proper re-scan and that no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during setup or a transient cgm communication disruption that was corrected through guidance.